Manufacturer narrative:
The technician replaced the four missing ratchet rivets on the top rail to repair the stretcher.

Event description:
Information received indicates the siderail will not latch due to missing ratchet rivets on the top rail.